Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively it was noted the leadless implantable pulse generator (ipg) had dislodged. It was noted all tines were not in contact/intact. The ipg was explanted and attempt was made to replace the device on another ipg however "acceptable" pacing or sensing could not be achieved. The replacement device was attempted / not used. No patient complications have been reported as a result of this event.